Event description:
Pt had respiratory event during placement of PICC line. Cough, respiratory distress, red face. Pt placed on oxygen and sat upright. Incident resolved immediately. Dates of use: 2009. Diagnosis or reason for use: oncology pt.